Manufacturer narrative:
H.6 results evaluations: smiths medical international investigation states: as no product was returned for eval, investigation of the complaint of trauma to the trachea during use of a portex 7.5mm cuffed tracheostomy tube, was limited to the following resources: previous complaints history for this family of products. The customer's completed incident reporting form. Technical documentation (drawings, product instructions for use, proudct labeling). Design review opinion. A review of our complaints history confirmed this to be the first complaint of this nature for this range of products. A batch review was not possible as no product code was provided. A technical documentation review was carried out which raised no anomalies. Root cause: following a review of the technical documentation and having sought a design opinion, we are unable to advise of the root cause for the truma encountered. All portex blue line ultra ranges of tracheostomy tubes have been ergonomically designed in soft pvc in a range of sizes to suit the vast majority of patients. It is accepted that abnormal patient anatomy can result in contact between the tube and the trachea, particularly in obese patients; however adjustable flange tracheostomy tubes are available for these instances. Tube dimensions are printed on both the product labeling and instructions for use, to assist the clinician in selecting the appropriate tube for the pt.